Manufacturer narrative:
H3-review of production batch records for the device found spec requirements to have been met. Dimensional inspection of the returned liner could not be performed due to distortion resulting from autoclaving prior to return to jjpi. No further investigation is planned.

Event description:
Revision hip surgery was performed due to disassociation of subject bipolar liner component and a bipolar shell component, catalog number 85-8243, mfg report no. 1219655-1998-00029, from a femoral hip head component, calalog no. 85-3831, mfg report no.1219655-1997-00040.